Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation during right ventricular (rv) lead pacing. It was noted the rv lead exhibited thresholds that increased to high levels. It was suspected that micro-perforation had occurred. The rv lead was repositioned and remains in place. No further patient complications have been reported as a result of this event.